Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The suspected cause was due to the customer¿s personal profile requiring adjustments. The customer received third party assistance from their health care provider (hcp), who guided the customer through changing their personal profile settings. The customer also delivered a correction injection to address the elevated bg level.